Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was ¿in a lot of pain¿ and felt like the device was not working. It was also reported the patient went to the emergency room due to a flare up from back pain, which happened because the patient could not use her implantable neurostimulator (ins). Power on reset (por) showed up on the patient programmer screen on (B)(6) 2013. The patient's status was undetermined at the time of the report.